Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected with juvéderm® in unspecified location. Approximately seven years later, patient was injected with juvéderm voluma® xc in the perioral area including the nasolabial folds, lips, and cheeks. Patient stated the effects of juvéderm® only lasted about 8 months. At an unspecified time after the injection, patient reported the development of "huge big lumps, purple golf ball like lumps under [the] eyes on both sides of [the] nose that were oozing, draining, leaking, infection which had not gone away." Patient stated "the big lumps were filled with fluid; between the nose and on the bridge of the nose. The patient stated [they think] the hcp injected too deep and hit blood vessels. The patient reported the juvéderm voluma® xc needle injection sites remain visible. The patient reported the hcp injected the juvéderm voluma® xc in [their] cheeks with the same needle used to inject juvéderm voluma® xc into [their] lips. It was reported that a vial of juvéderm voluma® xc was put in [their] lips...the patient stated the area below [their] nose was great." During a follow up visit, patient stated that the hcp "pulled on the golf ball like areas and said it was fat." Patient stated that the "golf-balls were treated with moisturizers for dry skin and they did not help. Sunscreen did not make it go away. The hcp instructed [patient] to use zo skin health, obagi md instant pore refiner and that did not help. The patient used fresh aloe, freezes it, bangs it, and places a piece on the golf balls. The patient stated that this helped." Patient has visited 5 cosmetic surgeons and 3 dermatologists for follow up on purple golf balls. Patient reported that they were told they were too old for juvéderm voluma® xc and the skin had become so thin, the juvéderm voluma® xc "did not have anywhere to go." Patient wanted the filler removed but was reportedly told that after a year, it was too late; if the filler was removed, "sagging dead skin would be left and there was no where to tack it." At a review approximately ten months later, patient stated they called to complain about juvéderm voluma® xc. Six weeks later, patient reported that juvéderm voluma® xc lasted two years, but some unspecified weeks later, patient reported that they "started getting boils, [they were] infected and leaking stuff like huge golf balls, [they] cut one open with a razor blade. It went from the side of nose up and eye brows and still very bad." The patient also reported they had a bump that popped like popcorn when pressed. "The other side of [their] face collapsed skin looked lie a dead person skin, the bubble blew up after 2 weeks and [patient] did not leave the house. Finally it was reported that the patient went to health spa 2 days prior to follow up report when "all of the sudden there was blood pouring out of my eyelids." It was also reported that the eyelids were swollen shut after a laser treatment. "Voluma was travelled, gone everywhere above [their] nose, there was so much edema like bubbles, but was getting a little better." Patient has a history of botox® injections, breast cancer, eye cancer (malignant neoplasm of eye), nerve damage, and a breast disorder. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2020-00348 (B)(4). This MDR is being submitted for an unknown juvéderm®.